Event description:
Customer reported that the alarm has power, but does not sound when weight is removed from the sensor or when the sensor is disconnected from the alarm. No visible damage was reported. The date when the issue was discharged is unknown. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation confirmed the reported issue and revealed that the alarm and the pre-recorded voice do not sound when weight is removed from the sensor pad. There is a static sound when weight is on or off the sensor pad. There is battery leakage residue on the flat contacts, battery door, and inside the battery compartment. (B)(4).